Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that 3 devices were being returned because their jaws appeared they were going to fall apart and were removed before any part of the device fell into the pt cavity. This was reported during a fundoplication procedure. There was no pt injury. A 4th device used in the procedure was reported on reference MFR report # 1717344-2010-00926. Upon return and initial visual eval each device had insulation damage with bare wire showing but were intact with the insulation dangling. Reference MFR report # 1717344-2011-00068 and 1717344-2011-00069.